Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned it. The patient was redrawn three times and the new samples were tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, also resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data which showed no evidence of a malfunction. The initial falsely elevated result had a low chrome value, indicating a sample integrity issue. Quality controls were within range. The cause of the discordant, falsely elevated result is unknown, as the results obtained on the original sample repeat and the redraw samples were as expected. The instrument is performing according to specifications. No further evaluation of the device is required.